Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the device delivered inappropriate anti-tachycardia pacing (atp) therapy due to electromagnetic interference. No intervention was performed. The patient was in stable condition.